Manufacturer narrative:
Complaint conclusion: additional information received indicated that the date of the patient's death was changed and the cause of death was changed from "other" to unknown. The patient expired while under hospice care. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the ostium of the right internal carotid artery with an 80% stenosis. An angioguard embolic protection device was deployed distal to the lesion, the lesion was pre-dilated followed by deployment of a precise stent. The angioguard was removed from the vessel and upon inspection there was debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite and was discharged the next day. Thirty-eight days post index procedure the patient expired. The cause of death has now been determined to be unknown. The patient's medical history includes; abnormal stress test and hypertension with high risk criteria of abnormal stress test and bilateral artery stenosis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. As the etiology of the 's death is unknown there is not enough information to draw a clinical conclusion between the device and the reported event.

Event description:
Addendum: additional information received indicated that the date of the patient's death was changed and the cause of death was changed from "other" to unknown. The patient expired while under hospice care. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the ostial right internal carotid artery (rica). An angioguard embolic protection device was used for the procedure. The patient was asymptomatic for the procedure. The target lesion was reported to be: absent of thrombus, an 80% stenosis, moderately calcified/tortuous, and eccentric. The residual stenosis was not reported. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day on antiplatelet therapy. (B)(6) days post index procedure the patient expired. The cause of death was listed as "other". The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.

Manufacturer narrative:
The alert date (B)(4) 2012.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.